Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 29-jul-2015 , an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer and explained that diluting a sample with water instead of hemolysis and wash solution was only a troubleshooting procedure and not recommended for reporting patient samples. The most probable cause of the reported event was due to a water issue.

Event description:
On (B)(6) 2015, a customer reported discrepant dilution comparison on high patient sample. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.